Manufacturer narrative:
This report is being submitted to update section d4. This lead remains in service, as a result, technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this lead was an attempted implant. During the procedure, during the placement in the conduction system pacing (csp), there were high impedances, multiple repositioning attempts were performed using a delivery catheter which eventually resulted in catheter fracture. As a result, a traditional right ventricular (rv) lead pacing procedure was performed instead of csp, and the same lead was used for rv pacing. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
Good faith attempts were made to try to receive further information about the event, however further response was not received. As a result, technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this lead was an attempted implant. During the procedure, during the placement in the conduction system pacing (csp), there were high impedances, multiple repositioning attempts were performed using a delivery catheter which eventually resulted in catheter fracture. As a result, a traditional right ventricular (rv) lead pacing procedure was performed instead of csp, and the same lead was used for rv pacing. No adverse patient effects were reported. This lead remains in service.